Event description:
A (B)(4) distributor returned two battery packs indicating that the battery would not hold a charge. The distributor was issued replacement battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. Reported problem (battery won't hold a charge) has been confirmed. As received, the battery would not charge when placed in the charger, the battery did however, power on a monitor, but stated please change battery when placed in a monitor. A root cause analysis is currently underway at (B)(4). Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. As received, the battery would not charge on the charger. A root cause analysis is currently underway at itech. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery packs. Add'l devices: battery sn (B)(4). Battery sn (B)(4): manufacture date: 05/2011.